Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed post-paced t-wave oversensing on an implantable cardioverter defibrillator (ICD). The patient did not receive therapy during the oversensing. No changes or intervention was reported. There were no patient consequences.